Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to erosion. Additional information received from the field representative indicated that infection was confirmed three months earlier via blood cultures and the patient received intravenous (IV) antibiotics for a month. There were no additional adverse effects reported. The product was explanted.